Event description:
Customer was reportedly administered 16 units of novolin r based on result of 474 mg/dl obtained on the advantage system at 16:00. Low blood glucose symptoms were reported 30 minutes later; customer continued to feel low glucose symptoms, and result was 247 mg/dl at 17:00. At 18:30 customer's result was 513 mg/dl, and he was advised to take more novolin r based on result. Customer's low blood glucose symptoms had not improved, and result at 21:00 was 535 mg/dl. At 01:00 customer was given more insulin based on result of 582 mg/dl; customer still felt low blood glucose symptoms, and paramedics were called. Result on paramedic's device was 24 mg/dl, and the customer was treated with dextrose. Customer was taken to the hospital, and released several hours later when his blood glucose symptoms improved. Requested return of suspect device and replacement was sent.